Manufacturer narrative:
Approximate age of device ¿ 4 years 7 months. The patient remained ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the morning of (B)(6) 2017 the low speed advisory alarms occurred. The patient was advised to report to the hospital and keep the lvad system on battery support. No alarms occurred while on battery support, only when the pump was supported on the power module. When the patient arrived at the hospital, the lvad system was placed on an ungrounded patient cable. No clinical symptoms were reported due to the event. The submitted log file and x-rays were reviewed by a representative of the manufacturer's technical services team and revealed 12 pump stoppages and 70 low speed hazards within 13 days of data. The x-rays submitted did not show any areas of concern. On (B)(6) 2017 technical services performed the phase interrupter tests; no open wires were found. A distal end percutaneous lead (driveline) replacement was performed. Post-replacement, all tests passed. The patient was provided with an ungrounded power module patient cable. The patient was discharged home on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The report of low speed events and pump stoppages were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the abnormal pump operation could not be conclusively determined. The log file captured multiple low speed events and pump stoppages on (B)(6) 2017, which were associated with low speed advisory/hazard alarms, low flow hazard alarms, scattered driveline disconnected alarms, and elevations in pump power up to 22.2 watts. All low speed/pump stoppage events captured in the log file occurred while the lvad system was operating on the power module only and appear consistent with a potential percutaneous lead wire compromise; however, the evaluation of the returned portion of the percutaneous lead did not confirm any wire damage. Approximately 16 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. A prior rescue tape repair was observed in the area of the terminus of the distal end bend relief. Electrical continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. Upon removal of the rescue tape repair around the terminus of the distal end bend relief, a small tear in the outer silicone sleeve was observed; however, no damage was noted to the underlying clear bionate layer. The metal braided shield layer appeared to be in overall good condition considering over 4.5 years of use; only a few areas of moderate breakdown of the braided shield were observed along the length of the lead segment. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the returned lead segment. The returned portion of the lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Information provided by the manufacturer's technical services representative indicated that following the percutaneous lead replacement procedure, the physician opted not to tether the patient on a grounded patient cable; per the vad coordinator, the patient would remain on batteries or an ungrounded patient cable while on power module support. The account reported that no additional alarms occurred following the replacement procedure. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.